Event description:
Reference number (B)(4). Event occured in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2025. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 1. Since no lot number is available a detailed investigations, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed. This issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag under trips and alerts according to the omqr procedure.